Manufacturer narrative:
H10, h3,h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the unit¿s inner and outer enclosures were damaged, the foot pedal bumpon was missing, the foot pedal connector cord was damaged, the labels were damaged and that the control board terminals were damaged. A functional evaluation revealed the device failed the weight test, the piston migration was at 2.2 inches and the motor rotates. The reported complaint of ¿failure to power up¿ was confirmed and the root cause is a defective motor. The reported failure of a broken case was confirmed. Factors that could have contributed to the reported event of a broken case include an impact event inconsistent with intended use. The failed weight test can be attributed to a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review regarding the investigation findings of a failure to power up, broken case and the failed weight test concluded that these were repeat issues. The spider 2 IFU warns, ¿always hold the spider2 and/or patient¿s limb while positioning the spider2¿ and joints of spider2 cannot be locked or unlocked without a battery in place. If changing batteries during a surgical procedure, do not change the state of the power switch. Doing so during surgery may cause the spider2 to release pressure causing unwanted movement.¿ a review of the spider 2 risk management files was performed and found multiple line items addressing this failure mode.

Event description:
It was reported that during the set up before the surgery, the spider tenet outer casing was cracked and was held together with a tape, it was also reported that the spider began to loose power and stopped working. Additionally, it was reported that the arm did not function at all, there was no loss of traction. No patient injuries or delay reported. The surgeon used an additional assistant and padded mayo in lieu of the spider arm. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.